Event description:
Mini one balloon button was leaking in pt, it was removed from the pt and found to have a tear and not inflating. Staff obtained a new mini one balloon button and tested it at bedside before inserting it in the pt. The new balloon was found to have a tear and would not inflate. This report is for the new balloon that was tested at bedside and was defective. FDA safety report ID# (B)(4).